Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that a nephrostomy was performed and the hub separated from the catheter a few days after placement. The patient required a catheter exchange as a result of this product problem.